Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited a high pacing threshold. The rv lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Visual examination found no anomalies but x-ray examination found the inner coil inside the connector region was over-torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fracture or internal shorts.